Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer had experienced high glucose levels. The customer¿s blood glucose was above 400 mg/dl and 187 mg/dl. The customer was treated with insulin. The customer stated that the sensor glucose was 487 mg/dl and blood glucose was 187 mg/dl. It was reported that the sensor glucose and blood glucose difference was not within acceptable range. The customer was advised customer can call us back to finish troubleshoot. The insulin pump will not be returned for analysis.